Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Battery decreased from 45% to 17% in one month. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update the fields b5. Describe event or problem, d6b. If explanted, give date, h1. Type of reportable event & h6. Adverse event problem. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Battery decreased from 45% to 17% in one month. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Subsequently, the device was replaced. No additional adverse patient effects were reported. The s-ICD was returned for analysis.

Manufacturer narrative:
This report is being submitted to update the fields b5. Describe event or problem, d6b. If explanted, give date, h1. Type of reportable event & h6. Adverse event problem. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Battery decreased from 45% to 17% in one month. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Subsequently, the device was replaced. No additional adverse patient effects were reported.